Event description:
During a laparoscopic assisted vaginal hysterectomy the reload came apart when firing it for the knot. The surgeon had to retrieve the pieces, which extended the case by 20 minutes. There was no pt consequence.